Event description:
Country of complaint: (B)(6). Detachment of the needle.

Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened pouches and (B)(4) open pouch with the needle detached from thread. There are no previous complaints of this code/batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. There are no units in our stock. All closed samples received are tight. We have tested the needle attachment of the samples received and the results fulfil the requirements of the OEM; 0,68 kgf in average and 0,45 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and results during the process. Final conclusion: the complaint is not corresponding (not justified). Actions on product: n/a. Corrective/preventive action: n/a.